Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: it was reported that ¿it was necessary to perform an additional digestive resection and to re-perform an anastomosis.¿ how much additional tissue was resected? About 5 - 10 cm. Was there any patient consequence or change to the post-operative care of the patient as a result of the additional resection or event? No. What is the current patient status? The patient does well and does not develop complications.

Manufacturer narrative:
(B)(4). Batch # unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was obtained: were there any patient consequences? Yes, it was necessary to perform an additional digestive resection and to re-perform an anastomosis (with a device from one of our competitors). Can you please clarify what was meant by ¿anastomosis not circular¿? The anastomosis was not entirely circular (about 1/4 of the circumference was disunited). Where within the gap setting scale was the orange indicator prior to firing? The orange indicator was at the maximum level of the scale. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Were the donuts inspected? The donuts were inspected. The colic donut was complete and circular. The rectal donut was incomplete and not circular. Was a complete washer transection confirmed? Unk. Did the device staple? Yes. Were there any staples missing from the staple line? No. What was the shape of the staples delivered into tissue (b-formation, irregular, legs straight)? B-formation, except on the non-circular part where the "b" was deformed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that ¿it was necessary to perform an additional digestive resection and to re-perform an anastomosis.¿ how much additional tissue was resected? Was there any patient consequence or change to the post-operative care of the patient as a result of the additional resection or event? What is the current patient status?

Event description:
It was reported that during a colon resection, issue with the mechanical stapling. Anastomosis was not circular. Needed to remake the colorectal anastomosis. Use of another device from another laboratory to make the anastomosis.